Manufacturer narrative:
Concomitant: product ID 3058, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2015-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
Information was received from a manufacturer's representative (rep) and an healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported there was a lead issue. The outer insulation was separated from the proximal contacts. This issue was discovered the day of this report during an implantable neurostimulator (ins) replacement due to normal end of life. The insulation separation was between the lead body and zero contact. It was noted that the lead was testing good and there was great location. The physician decided to replace the lead. It was unknown at the time of this report if the patient recovered completely as the call was made intra-operation. Additional information received from a consumer reported the patient had her neurostimulator replaced due to normal battery depletion but the leads also had to be replaced because the lead was coming through the patient's skin and was "poking up" the patient's skin. The patient stated she had several back surgeries and was not sure if that was why the surgeon decided to take the complete system out and start all over. If additional information is received, a follow-up report will be sent.